Event description:
During a percutaneous transluminal angioplasty (pta) to the external iliac artery (side unk) the balloon was reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and a 100% stenosis. The product was prepared and clinically used as per the IFU. The product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using a indeflator, however, the balloon ruptured at five atmospheres. It was withdrawn from the patient's body, and another balloon catheter was used to successfully complete the procedure. There was no reported patient injury. With the limited amount of information available it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. The product was not returned for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including the burst test values.